Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / location of device: unknown location / migration'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. B34695-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("physical pain / pain in pelvic area / pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety/ mental anguish/psy injury"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 3 years 11 months after insertion of essure. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy") and headache ("headache"). The patient was treated with surgery (dilatation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, vaginal haemorrhage, pelvic pain, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, hypersensitivity and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. The ostia on the right side, three coils were noted to be into the uterine cavity and on the right side three coils were also noted to be in the uterine cavity at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: update of information (batch is not valid). On 24-sep-2019: as per coding request reported term for the event ¿general abdominal bleeding¿ updated to ¿general abnormal bleeding¿. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abdominal bleeding') in a (B)(6) year old female patient who had essure (batch no. B34695) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("physical pain/ pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 3 years 11 months after insertion of essure. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy"), psychological trauma ("psych injury") and headache ("headaches"). The patient was treated with surgery (dilatation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, vaginal haemorrhage, pelvic pain, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, hypersensitivity, psychological trauma and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. The ostia on the right side, three coils were noted to be into the uterine cavity and on the right side three coils were also noted to be in the uterine cavity at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter and patient demographics, laboratory test date, medical history were added. Essure indication updated and added lot number. On , (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). Essure indication updated and added lot number. Added event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety/ mental anguish, migraines / headaches, migration of essure device location of device: unknown location, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, abdominal pain, general abdominal bleeding, headaches, psych injury, allergy. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.